Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the sds was prepared incorrectly (prepped with contrast prior to sheath removal). It should be noted that the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use lists removal of the mandrel and protective sheath to be performed prior to delivery system preparation with contrast. It is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
H6: medical device problem code 2017 - incorrect prep. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 3.5x33mm xience sierra stent delivery system (sds), the protective sheath was being removed when the stent dislodged. The sds was prepared before the sheath removal. There was no resistance removing the sds from the dispenser coil or during removal of the protective sheath and no force was applied. Another same size xience sierra was used to complete the procedure. There was no reported device use or patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.